Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of hypertension is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2017 the 2.75 x 18 mm xience alpine stent was implanted for treatment of a lesion of an unspecified vessel. On (B)(6) 2017, the patient was re-hospitalized for hypertensive urgency and other cardiovascular (cv) symptoms. Unspecified treatment was administered and the final patient outcome is reportedly unknown. No additional information was provided.